Manufacturer narrative:
Correction: lot number field in d4. No failure could be identified as a result of the investigation.

Event description:
(Strings breaking off), leaving nothing to remove the tampon with, retained- vagina [foreign body in reproductive tract] strings are breaking off tampons [device breakage] case narrative: consumer reported via e-mail that strings are breaking off tampons. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Strings breaking off), leaving nothing to remove the tampon with, retained- vagina [foreign body in reproductive tract]. Strings are breaking off tampons [device breakage]. Case description: consumer reported via e-mail that strings are breaking off tampons. No serious injury reported. 034824302047134 3, 0084243002470754.